Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was programming error with ketamine infusion. The intended rate was 2mcg/kg/min at 96kg (5.8 ml/hr) however the ketamine was programmed in the adult profile and infused at a rate of 2mcg/kg/min at 5kg (0.3 ml/hr) . The customer provided a product enhancement request to add option for weight soft lower limit at pump profile level along with alerts. The was patient involvement however no patient harm.

Event description:
It was reported that there was programming error with ketamine infusion. The intended rate was 2mcg/kg/min at 96kg (5.8 ml/hr) however the ketamine was programmed in the adult profile and infused at a rate of 2mcg/kg/min at 5kg (0.3 ml/hr) . The customer provided a product enhancement request to add option for weight soft lower limit at pump profile level along with alerts. The was patient involvement however no patient harm.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 : no devices received, log review only.